Event description:
The customer reported getting a service unit message, [recurrent] error 10.

Manufacturer narrative:
The customer reported getting a service unit message, [recurrent] error 10. The unit was evaluated at philips, and the symptom was verified. Replacing the control printed circuit assembly resolved the issue.